Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 110 mg/dl and the sensor glucose was in the 40's mg/dl at the time of the incident. The customer reported irritation due to over tape. The customer also reported change sensor alarm. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications.